Event description:
Patient admitted with fatigue, dark urine. Found to have low hgb, elevated pf hgb, worsening right heart function by rhc, echo. Poor response to med management. Not a surgical candidate for new device or transplant. (B)(4).